Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing the device on the stomach on a video-assisted thoracoscopic esophagectomy, there was no green light and it fired to proximal part then it stopped. The surgeon used another reload and another powered handle to resolve the issue. There was no patient injury.